Manufacturer narrative:
An engineer reviewed this event it was determined to be consist with a known software anomaly. The issue is tracked in a software anomaly data base. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that during the case the representative measured the width of the biopsy needle on the system and it measured 1-2mm above the specified diameter of the needle. Technical services (ts) confirmed that the cad model should be true to the size of the physical needle. The representative noted that the length of the cut window was accurate. Technical services (ts) tested on lab s8 and the cad model measured wider than the specified diameter. There was no reported impact to patient outcome.